Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a storage space failure, and none of the drawers were detected on the bus. A field service engineer found an extra network cable plugged into the auxiliary communications port on the back of the main unit, causing internal drawer communication disruption. The field service engineer verified and accessed it after resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawers were not detected on bus. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.